Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer declined to complete the system check at the time of report, therefore no additional information was available. The customer's blood glucose level was 313 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.